Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Device internal memory was reviewed for this incident. Conclusion: subject expired due to intracerebral hemorrhage. The device did not cause or contribute to the outcome.